Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged low glucose readings after announcing a usual dinner but consuming a smaller-than-usual meal, leading to a nadir of 59 mg/dl and persistent low alerts on the pump despite intermittent treatment with chocolate and glucose gummies. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and recovery to 121 mg/dl without hospitalization. Customer care provided support that included troubleshooting and user education focused on appropriate meal announcements and alignment of meal size with insulin dosing. Investigation of this case revealed user-related underconsumption relative to the announced meal, which was consistent with expected device behavior rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with incorrect meal size announcement and subsequent carbohydrate intake.